Event description:
It was reported the pt no longer had stimulation and her ipg no longer had communicated with her programmer or charger. Error flags were received. Replacement of the external devices were unable to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.